Event description:
The hcp reported that the distal catheter had slipped out from intrathecal space; confirmed by x-ray. The pt did not experience any symptoms. The hcp chose to treat the pt with oral baclofen. The catheter was replaced a week later. The hcp reported that the pt has orthostatic hypotension and bends forward to a horizontal position in order to alleviate symptoms. The hcp indicated that this movement was the cause of the catheter movement.